Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50mg/dl. The customer was treated with juice. The customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 40 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined the troubleshooting for low blood glucose. The insulin pump will not be returned for the analysis.